Manufacturer narrative:
At this time, the instrument is no longer available for failure analysis; therefore, analysis of the cautery function of the actual device cannot be performed. A review of the system logs was conducted. The system logs did not reveal any abnormal patterns related to the cautery function (bipolar and sealing) of the instrument. Device history record (DHR) review-device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. This complaint is being reported based on the additional information that was received on 02/23/2016 from the user facility medwatch form. The reported cautery issue could likely cause of contribute to an adverse event if the failure mode were to recur. At this time, it is unknown if the alleged issue was related to the bipolar and/or the sealing function of the instrument.

Event description:
It was reported that the endowrist one vessel sealer instrument worked in the beginning of the procedure but then stopped cutting. The instrument was swapped out for another endowrist one vessel sealer to complete the procedure. There was no allegation of a patient injury as a result of the reported event. On 12/22/2015, the instrument was returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis was not able to confirm the alleged cutting issue. No physical damage was observed and the instrument passed the cut test. The initial complaint regarding the cutting issue is not considered a reportable event because the recurrence of the cutting issue is not expected to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. On 02/23/2016, isi received a user facility medwatch report (B)(4) related to the reported event. Per the medwatch report, the instrument was not cutting and cauterizing appropriately during the procedure. It was also noted that there was no harm to the patient. On 02/25/2016, isi contacted the site to obtain additional information and spoke with someone in the quality department. The customer confirmed that the information provided on the user facility medwatch was accurate; however, she was unable to provide any additional information.